Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 570 mg/dl. The customer treated with the insulin pump. The customer's blood glucose value was 200 mg/dl at the time of the call. Troubleshooting was performed. There were no leaks or air bubbles. The customer decline to check for site or insulin issues. The customer decline to check the device settings were correct. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.